Manufacturer narrative:
Product analysis #(B)(4): ¿ as found condition: the pipeline vantage and phenom 27 catheter were returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end and middle of the braid were not opened and frayed. The proximal end of the braid was opened and frayed. The catheter tip, marker, and body were examined; no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the phenom 27 catheter were found within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. ¿ conclusion: based on the returned device, the customer complaint was confirmed as the distal end and middle of the braid were not opened due to damaged braid. The damage to the braid on the ends is possibly the results of the physician re-sheathing the device more than recommended two times. Possible cause for failure to open includes damaged braid. No issues were found with the returned catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline vantage failed to open in the middle section. The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the left internal carotid artery. The max diameter was 7mm, and the neck diameter was 5.21mm. The patient's vessel tortuosity was moderate. The landing zone was 5.1mm distal and 5.3mm proximal. Dual antiplatelet treatment was administered. It was reported that the pipeline was stuck on the bend, with no possibility to open even while trying to resheath. The middle part of the pipeline was placed in a bend and less than 50% had been deployed when the it failed to open. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the device. The patient did not experience any injury or complications. Angiographic results post procedure were said to be ok with an implanted fred device. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a sofia guide catheter, phenom 27 microcatheter, and traxcess 14 guidewire.